Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned for analysis. Electrical testing was normal. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the right ventricular (rv) lead, it was noted that the rv lead exhibited failure to capture. The lead was not used and a new lead was implanted. There were no patient consequences.